Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "spo2 alarm failure". The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.